Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implant and patient expressed dissatisfaction with procedure outcome postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3502501bc; serial number (B)(4) on (B)(6) 2021.

Manufacturer narrative:
On july 15, 2021, the mentor failure analysis lab received the device for evaluation. On july 21, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 8, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).